Event description:
It was reported by the customer that their evis lucera duodenovideoscope had a defective forceps raising wire. Upon inspection and testing of the returned unit, foreign material was found to have been lodged in the device nozzle. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was. Additionally, there was no delay in the start of pre-cleaning, the customer did flush the nozzle with water and air, they wiped the nozzle with clean lint-free cloths and flushed the nozzle with detergent solution, and there were no abnormalities reported in the accessories used for reprocessing the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered to have been in the nozzle of the device. The customer's originally reported issue of a defective forceps raising wire was not confirmed. However, the following additional findings were noted: angle play, insufficient angle, objective lens adhesive peeling, illumination lens cracks, nozzle deformation, bending section cover adhesive cracks, bending section cover adhesive part cloudy, flexible tube scratches, air/water supply loose, connector part contact corrosion, operation main body scratches, switch 1 scratches, operation side scratches, protector of universal cord on connector side scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, adhesion of foreign material to the nozzle was confirmed. The foreign material could not be identified and the root cause of the foreign material remaining in the device could not be specified. However, it was confirmed that there was no deformation of the air/water nozzle. There were no obvious reprocessing deviations. Therefore, it was not possible to identify the cause of the remaining foreign material from the acquired information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.